Event description:
It was reported that the patient with a known short to shield called the ventricular assist device (vad) coordinator around 0130 stating that a pump stop occurred on the power module (pm) with ungrounded cable. The patient was awoken from sleep around 0115 by a red alarm. The alarm said pump stop and the flow was reading 0 rotations per minute. The patient placed themself on battery power, but the alarm continued with no flow. The patient stated they felt they were 'losing blood in [their] head". Troubleshooting included manipulating the driveline and after 7minutes the pump restarted. The patient later called 911 and was admitted. Log files were submitted for review and confirmed a pump stop on (B)(6)2025 at 1:10. The pump stop occurred on both power module (pm) and battery power. The driveline had a phase to phase short. The file also contained 221 driveline fault events. The patient underwent a pump exchange on (B)(6)2025 historically related MFR 2916596-2021-07339.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed wire damage which would have contributed to the reported pump stop and driveline fault alarms observed within the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. A middle portion of the driveline (approximately 9") and the distal portion (approximately 24.5") were also returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outlet elbow was returned attached to the pump. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received and failed due to discontinuity within the brown, red, orange, and yellow wires. Upon careful removal of the layers, the red wire was observed to be completely fractured approximately 22.5" from the controller connector. Additionally, the brown wire observed to be partially fractured in the same location and became completely fractured with a light pulling force. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. The yellow and orange wires failed hi-pot testing due to insulation breaches approximately 21" and 22.5" from the controller connector, respectively. The yellow and orange wires completely fractured in these locations with a light pulling force. The remaining portions of all wires passed current leakage testing without issue. The heartmate ii left ventricular assist device operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open-circuit conditions. When the system controller compared the current in any of the fractured wires, to their redundant motor phase wires, the fractured inner conductors would have resulted in the driveline fault alarms observed within the submitted log files. Additionally, if any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the and pump stop events observed in the submitted log file while the patient was operating on ungrounded power sources (power module with an ungrounded patient cable as well as 14 volt battery power). Incidental findings: 1) damage to the protective wrapping surrounding the electrical leads within the motor capsule. Additionally, a void was present in the silicone adhesive. Despite these findings, the pump was able to operate as intended when connected to mock circulatory loop. 2) damage to the driveline outer jacket approximately 2.5-8" from the system controller connector. 3) separation of both driveline repair bend reliefs from the main body of the driveline repair site. Additionally, damage to the outer gray wrap and underlying blank shrink wrap of the repair site was observed. Evidence of fluid ingress in the form of a dry substance was present within these areas of damage as well as between the metal tube and copper tape of the repair site. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that no other symptoms or adverse events occurred as a result of the pump stop.